Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. After disassembly, the repair technician confirmed through visual inspection that the spindle housing was damaged by debris and corrosion.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.